Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and ams monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that post implantation, the patient experienced pain, erosion, infection, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that the patient underwent mesh explant on (B)(6) 2012.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat genuine stress urinary incontinence and pelvic floor prolapse concurrently with anterior colporrhaphy and cystocele repair with mesh. No additional information was provided.